Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060m (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2023 brand name sensight; product ID b3400060 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the extension wires were coiled, causing discomfort in the neck. It was unknown whether any external factors may have led to or contributed to the issue. Surgical intervention was performed to uncoil the extension wires, and the implantable pulse generator (ipg) was secured with two sutures. Previously, the surgeon attempted uncoiling under fluoroscopy. The issue was resolved, and the device remains implanted and in service. No patient complications have been reported as a result of this event.